Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). (B)(4). Investigation results: the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 307.5 cm from the tip of the fiber connector to the end of the end of the fiber body. There was no exposed glass tip present, it was degraded down to the fiber jacket. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. When connected to the laser console, the following message was displayed: applicator has been used 4 times. No other problems with the device were noted. The reported event of the lighttrail reusable laser fiber failed to emit energy was confirmed. The reported laser fiber failed to emit energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on june 24, 2021 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber did not work. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector.